Event description:
It was reported that prior to a rotational atherectomy treatment procedure, a display malfunction occurred. The rpm readout on the display of the rotablator console would "randomly disappear" and the system did not stall. The procedure was not completed due to this event. No patient complications were reported as the device did not come in contact with the patient and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the rotablator console and foot pedal were tested using a rotalink 1.75mm burr. The console rotational speed in dynaglide mode and turbine mode met specifications, maintaining the rpm setting. The console did not exhibit any problem with any of the displays. The foot pedal functioned properly, readily activating or deactivating the burr rotation and switching the console between turbine and dynaglide modes. Examination identified the turbine rotational speed control is non-linear when decreasing from maximum rpms. The turbine pressure control knob requires extra turns before the pressure gauge reading registers a drop in pressure and the rotational speed display registers a drop in rpms. The rotational speed abruptly drops approximately 40 krpm from the maximum rpms. The rotational speed control is linear when increasing rpms from minimum to maximum. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed. (B)(4).

Event description:
It was reported that prior to a rotational atherectomy treatment procedure, a display malfunction occurred. The rpm readout on the display of the rotablator console would "randomly disappear" and the system did not stall. The procedure was not completed due to this event. No patient complications were reported as the device did not come in contact with the patient and the patient's status is stable.

Manufacturer narrative:
(B)(4).